Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a smart remote manger failure, unable to open and close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.